Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing parts. Therefore, the reported condition was confirmed. Evidence suggests this is due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that hand piece device would not turn. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. The event date was unknown to the reporter. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.